Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the turbo-elite was returned for evaluation. Visual inspection found a breach in the jacket 82.5 cm from the distal tip. In the area of the breach, the outer jacket appears burnt, with broken and burnt fibers. Several wrinkles were present spanning 74.4 cm ¿ 83.8 cm from the distal tip, with no additional breaches. H6) based on the device evaluation and investigation, the reported resistance and damage observed is likely related to patient condition/target lesion being severely calcified. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the distal superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. While lasing through the lesion, resistance was encountered, and a crack just beyond the flush port was observed, with red laser light emitting. The turbo-elite was removed and a new device was used to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.